Event description:
A peritoneal dialysis patient reported being in the hospital. A follow up call was made to the patient's nurse who reported that the patient was in the hospital for peritonitis. It is not known if this was a break in sterile technique.

Manufacturer narrative:
It was reported that follow up report 1 was missing, therefore this report is being submitted upon request as follow up 1.

Event description:
Review of medical records confirmed that the peritoneal patient was admitted to the hospital with an intraperitoneal infection. The admission date was approximately (B)(6) 2016 with a discharge date of (B)(6) 2016. The patient presented to the hospital with a high white blood cell count of the peritoneal dialysis fluid and was diagnosed with peritonitis however there no organism was isolated. The peritoneal dialysis fluid appeared colorless and hazy. The patient was treated with the antibiotic vancomycin 1 gram via intraperitoneal route every third day with treatment to end on (B)(6) 2016. The patient was also treated with the antibiotic ceftazidime 1 gram via intraperitoneal route. The patient was discharged home in stable condition.

Manufacturer narrative:
Additional information: b5, b6, b7. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. G7: this medwatch is incorrectly identified as follow up 03. This is follow up 02.

Manufacturer narrative:
(B)(4) - a follow up MDR will be submitted upon completion of the plant investigation.

Event description:
A peritoneal dialysis patient reported being in the hospital. A follow up call was made to the patient's nurse who reported that the patient was in the hospital for peritonitis. It is not known if this was a break in sterile technique.